Event description:
It was reported a patient underwent an initial right tha. Subsequently, the patient was revised approximately 9 years after the initial due to instability, dislocation, implant fracture, pseudocapsule/pseudotumor, adverse local tissue reaction, migration, and tissue damage. Medical records indicate that during the revision procedure, it was noted that there was clear joint fluid but the capsular tissue was stained black with metal debris. Further, the posterior superior lip of the polyethylene liner was fractured. Additionally, the head of the acetabular screw stripped out during removal. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The event was confirmed with medical records received. Review of the available records identified the following: primary op notes were reviewed and no complications were noted. Revision op notes were reviewed and identified: recurrent dislocation, right total hip. Patient had feeling of popping and instability. Although she never presented to the ed with a dislocation requiring reduction, she was able to voluntarily dislocate her hip in the office. Films showed adequate position of the implant, except for some less than ideal anteversion of the cup. Joint fluid clear but capsular tissue was stained black with metal debris. Posterior superior lip of the polyethylene liner was cracked and broken. The stem appeared to be well ingrown. It was well positioned in 15 degrees of anteversion. There was abundant pseudocapsule, which appeared inflamed but not infected although it was stained with debris. The locking mechanism was jammed. This required fragmenting the liner with osteotomes and removing in pieces. The head of the acetabular screw stripped out during removal. The screw was eventually removed with pencil tip burr and pliers. The trabecular metal shell had close to 100% bony ingrowth. The acetabulum was then prepped for competitors product. The final ceramic head was assembled and impacted on a clean dry morse taper. The hip was reduced. There was no change in limb length or stability as compared with the trial reduction. The wound was lavaged with dilute betadine solution then normal saline. The wound was closed in layers. DHR was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: shell porous with cluster holes 52 mm, pn 00620205222, ln 61305013, femoral head sterile product do not resterilize 12/14 taper, pn 00801803603, ln 61192708, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells, pn 00630505036, ln 61281054, bone scr 6.5x25 self-tap, pn 00625006525, ln 61233964. Multiple MDR reports were filed for this event, please see associated reports 0001822565-2019-04556, 0002648920-2019-00764, 0002648920-2019-00765. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial right tha. Subsequently, the patient was revised approximately 9 years after the initial due to instability, dislocation, implant fracture, pseudocapsule/pseudotumor, adverse local tissue reaction, migration, and tissue damage. Medical records indicate that during the revision procedure, it was noted that there was clear joint fluid but the capsular tissue was stained black with metal debris. Further, the posterior superior lip of the polyethylene liner was fractured. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.